Manufacturer narrative:
E. Address: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global wing needle pierced the catheter. The following information was provided by the initial reporter, translated from french to english: description : pink cathe problem because the metal guide crosses the plastic teflon about about 5 mm before the end of the teflon. The teflon does not slide well around the metal guide circumstances of occurrence / description of facts: while trying to reperfuse a patient, I repeatedly had a kt lox206a problem. The metallic fluid passes through the plastic teflon about 5mm had the end to the teflon. The teflon doesn't grip well around the metal guide. Precautionary measures and actions taken: preserved medical devices withdrawal of is concerned in effective response. Fei + reporting

Manufacturer narrative:
Investigation results: the complaint that the needle passes through the catheter tubing could not be confirmed. The complaint that the catheter would not slide well over the needle could not be confirmed. Ten 20g insyte autoguard units were received in sealed unit packaging from lot #3037449. No damage or defects were identified on the representative units. The affected units were not provided by the complainant. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: although the sample was "sent" to our facility for investigation, bd did not receive the device for investigation. The courier has unfortunately lost the package. A device history record review showed no non-conformances associated with this issue during the production of this batch. This is the first report we have received for this defect on the lot number provided.

Event description:
Additional information from customer: has there been an impact on the patient (serious injury, medical intervention, change in treatment needed)? No.